Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2 07/12/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2012 with the following findings: the pump black box showed that power events had occurred. No damage was found to the battery compartment or cap. The pump powered on normally and was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications. The pump was opened and no power circuit defects were found. Unrelated to the complaint, the keypad was found to be lifted at the up and down arrow buttons; the buttons were found to be responding but contamination was found under the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
Follow-up # 1 05/18/2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly has intermittent power issue and rebooted several times. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.